Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of hub detached is confirmed and the damage appears to be use related. One 2.7 fr broviac catheter cut into segments and one extension leg repair were returned for evaluation. An initial visual observation showed the broviac catheter, labeled as sample 1, was returned in three segments. The first segment was measured to be approximately 9 cm in length and the second and third segments were measured to both be approximately 10 cm long. Blood residue was observed on all three segments of sample 1. The second segment had a cuff with blood and tissue residue and suturing material around the catheter. Two splits were observed in the oversleeve of the first segment and the luer connector was observed to be detached from the oversleeve. The inner catheter appeared to be attached to the luer connector. It was also observed that the clamp was engaged on the oversleeve and the markings on the oversleeve were worn away. The repair, labeled as sample 2, appeared to be undamaged. It was observed that the clamp of sample 2 was engaged about two centimeters from the luer connector. Sample 2 was measured to be approximately 19.5 cm in length from the luer connector to the distal end of the catheter. No blood residue was observed on the repair, but some dark smudges were noticed on the tubing. A microscopic observation revealed some blood residue in the repair stent. The segments appeared to all have been cut with a sharpened instrument. A circumferential impression was observed on the oversleeve where the luer connector hub would have been crimped onto the oversleeve. The two splits in the broviac catheter were both observed to be shallow with small holes in the center of the splits that appear to go through the oversleeve only. The segment with the luer connector hub was flushed and pressurized with a 12 ml syringe of water and no leaks were observed. The detachment of the oversleeve from the luer connector hub appears to have been caused by excessive tensile force. A lot history review (lhr) of reat0365 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported that the patient presented in the "ed". The female luer adapter separated from the protective clamping sleeve. The crn was unable to repair as stent just pushed inner lumen into the outer lumen despite re-cutting and multiple attempts. Child was taken to interventional radiology on (B)(6) 2017, where he received a 4.2 fr. Broviac as the replacement. Line used for tpn. No patient injury was reported.